Event description:
The manufacturer received information regarding a dreamstation 2 CPAP device. The patient alleges black particles coming from their device. They mentioned it started "3 months ago or so," which they would stop using the unit once in a while. When they start using it again, they would still get "black particles on [their] face" when waking up in the morning. The patient has returned their old device and mentions they have confirmed it is this current device "that is creating black particles." There was no report of patient harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously did not report the reporter country in box e, which is corrected in this follow up report.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the patient states the device has black particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.